Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose to 500 mg/dl, while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). When removed from the infusion site, the pod's cannula was found to be bent. As treatment, the patient gave correction boluses and changed out the pod.

Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies to the needle mechanism that would contribute to an improper insertion of the cannula. No housing or environmental seal damage was observed. No kinks or bends were identified on the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. Inspection of the download data and patient history buffer data showed no evidence of issues with insulin delivery. Although no damage was present, a root cause of unsure properly inserted could not be determined.